Event description:
Procedure type: lap. Colectomy of cecum with terminal ileum. According to the reporter: during the first firing for lap colectomy of cecum with terminal ileum, firing stopped in the middle. The device was forced to be removed and tissue was damaged. Additional manual suturing was done to recover. No bleeding. Nothing fell into the patient cavity. Not extended more than 30 minutes. No patient info available. No patient injury was reported.

Manufacturer narrative:
(B) (4).